Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: review of the black box data revealed power on reset events recorded. The battery compartment was confirmed to be cracked as alleged. The battery cap was damaged as per the allegation; the spring and the contacts are missing from the battery cap. On investigation, the damaged battery cap was confirmed to not be able to maintain electrical connection when placed on the pump. With a test battery cap properly and securely in place on the pump, the pump was able to power on and complete a 24-hour exercise without any loss of power. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked, the battery cap was unable to tighten, the battery cap was cracked and missing the spring, the yellow o-ring of the battery cap was visible, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.